Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The transmitter has been used for 7 months which is considered out of warranty. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the transmitter product specifications that the transmitter has a limited warranty of 6 months.